Event description:
It was reported that hypotension and hemothorax occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used with a versacross connect during transseptal puncture (tsp) using intracardiac echocardiography (ice). There was difficulty experienced with tsp initially, and the final location was posterior and mid. The patient developed a large hemothorax in the distal aorta following tsp and entry of the was in the left atrium. The patient then became hypotensive as a result of the hemothorax. The baylis wire was advanced into the descending aorta with low mid stick. The patient was treated with vasopressors, heparin was reversed, and the patient was admitted to the intensive care unit (ICU) for observation. Surgery consultation was obtained with a recommendation of observation. The patient was expected to fully recover and was stable one day post procedure. No further patient complications or intervention was reported.

Manufacturer narrative:
B5: describe event or problem - updated and corrected with note from bsc medical safety indicating that hypotension and hemothorax are unlikely related to the watchman fxd curve access system but are noted to have been caused by the versacross wire going into the descending aorta with a low mid stick. Therefore, this allegation is not related to the watchman fxd curve access system.

Event description:
It was reported that hypotension and hemothorax occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used with a versacross connect during transseptal puncture (tsp) using intracardiac echocardiography (ice). There was difficulty experienced with tsp initially, and the final location was posterior and mid. The patient developed a large hemothorax in the distal aorta following tsp and entry of the was in the left atrium. The patient then became hypotensive as a result of the hemothorax. The baylis wire was advanced into the descending aorta with low mid stick. The patient was treated with vasopressors, heparin was reversed, and the patient was admitted to the intensive care unit (ICU) for observation. Surgery consultation was obtained with a recommendation of observation. The patient was expected to fully recover and was stable one day post procedure. No further patient complications or intervention was reported. Bsc medical safety further assessed that based on the information available and per physician as noted in complaint, the event of hypotension and hemothorax are unlikely related to the watchman fxd curve access system but are noted to have been caused by the versacross wire going into the descending aorta with a low mid stick.